Event description:
It was reported that during device interrogation, the device was found in back up vvi mode. The patient's condition is fine. No further information is available at this time.

Manufacturer narrative:
Device reset was performed on the (B)(6) 2015 and the device was restored to normal function. The condition of the patient is good.